Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: corrected. Section h3: corrected. Section h6: (medical device problem code): corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was not connected to the system monitor at the time of the event. The power module patient cable was exchanged, and no further issues occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screen issue on the system monitor was confirmed via the submitted photo. The system monitor (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 30may2024 was reviewed. There were no notable events or alarms active in the log files. Provided information stated that the no patient was connected to the system monitor at the time of the screen issue and that the 14v power module patient cable was exchanged. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system monitor (serial number: (B)(6) was shipped to the customer on 13oct2009. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate power module instructions for use (IFU) (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system monitor incorrectly showed communication fault and low speed alarms. The patient was on battery power and there were no alarms on the system controller. The log files were reviewed and no comm faults were found.